Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, when performing the second step, the trigger was not activated, even after increasing the force on the plunger. Several attempts were made, but without success. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.